Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: a delamination partial of valve assessed as an adhesive failure. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ white particles observed on the inner surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.